Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient ate a meal without announcing it on the ilet while in bg run mode, then manually entered a blood glucose value of 231 mg/dl; troubleshooting and education were provided and there were no device alerts or alarms. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed that the event followed a missed meal announcement, and a specific device malfunction was not identified. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-related factors considered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.